Event description:
Complainant reported that a female patient who had been diagnosed with breast cancer, had a port inserted in the chest area in 2007. The patient later experienced pain at the injection site, and the clinicians were unable to draw blood or flush the device. The patient was then sent to the interventional radiology department for a port check in 2008 (exact date unknown). Imaging that was performed showed that the catheter had broken and had detached from the port. The tip of the port was found in the right ventricle of the patient's heart. The interventional radiology physician removed the catheter from the patient, but left the port in place. Some days later, the port was removed, with no further complications to the patient. No other ports were implanted into the patient.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used; consequently, the MFR date of the device is unk. The device has not yet been returned for evaluation; therefore, a failure analysis is not yet available; at this time we are unable to determine if the device met specification. At this time, we are unable to determine the relationship between the device and the cause for this event.